Event description:
It was reported during the implantation procedure, the right ventricular lead could not be implanted due to lead breakage after a fixation attempt. A new lead was implanted instead. No additional information will be available.